Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) lead exhibited unreliable measurements and noise. The ra lead was not implanted and an alternate near at hand was implanted on (B)(6) 2023. Patient condition was stable.